Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored for a day and no unexpected missing segments, partial display, or display anomalies occurred.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and it has black spots on the screen part of it she cannot see. The patient¿s blood glucose level was 133 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.